Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One zest locator abutment (imloa003) was returned for investigation. Physical and visual inspection was conducted by zest dental solutions. The product was returned with a biomet packaging and part was confirmed. Visual inspection was performed and the locator abutment was noted to have a smooth wear at the coronal surfaces with a fracture located at the post minor thread. No manufacturing defect was noted. Lot history review could not be performed since no zest lot number was provided by the customer. Therefore, based on the evaluation, device malfunction has occurred, the abutment locator fractured during function and the event was confirmed. A definitive root cause could not be identified by zest dental solutions. However, the root cause is typically the result from insufficient tightening torque at placement, overloading of the abutment in function, or not retightening the abutment at prescribed intervals. The following sections have been updated: d4: unique identifier (UDI) number: (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported a locator (imloa003) fracture in the screw part. Fractured part was successfully removed from implant. Tooth location 15.